Event description:
Case #: (B)(4). Case subject: no patient involvement 2865 would not retain memory. Account name: (B)(6). Account #: (B)(6). Asset name: msiii 5.0 dle inf pmp. Asset location: (B)(6). Patient or user involvement: no. Patient or user harm: no. Case description: (B)(6) had a msiii infusion pump (B)(4), the pump could not retain the memory. Failure device type: alaris system instrument failure problem type: 2865 failure mode: troubleshooting/ error codes case resolution: I told (B)(6) msiii infusion pump was end of life and end of support. I recommended (B)(6) to replace back up battery, if he has it. I told him we no longer have back up battery in our inventory due to this product is end of life and end of support. I emailed (B)(6) msiii eol letter. On his request, I emailed a statement stated this product is end of life and end of support. We no longer have back up battery in our inventory.

Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record showed the device had a manufacture date of 17dec2011. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for (B)(4) was performed in bd2 trackwise did not confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.